Event description:
Blood was noted going back into the system 97 pump. After the blood back, an alarm sounded. The dr tried to remove the iab but was unable to. The iab was entrapped. A second iab was inserted while the ruptured balloon was still in the pt and the pump was changed. The pt went on to expire. The contact stated that it was unknown if the event contributed to the death. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: the iab was entraaped/expired - reported) 4/14/99. (Pt's current status: expired - rpt'd 4/14/99.)